Manufacturer narrative:
(B)(4). The device was received with one electrode leg separated from the ceramic. The ceramic is fractured but it is still attached to the lower jaw. The jaws were received in the open position. No jaw damaged was noted. There was no tissue extruded through the I-blade, nor any tissue stuck in the apex of the jaw. The jaws were not bent nor was the I-blade distorted. During mechanical testing, the I-blade advanced and the jaw opened and closed as intended. Functional testing found a short on the device and a replace light warning was received when the jaws are fully or partially closed. The device was visually inspected and the proximal end of the leg of the electrode opposite to the active rod is not properly seated onto the ceramic, allowing the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. It is possible that a lack of adhesive along the surface of the ceramic could lead to adhesion failure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic prostatectomy procedure the device did not activate and would not open after placed on the tissue. The device was not activated (no energy applied) they manually removed the device. They used another device to complete the procedure. No patient consequence was reported.